Manufacturer narrative:
A field service engineer (fse) was dispatched on-site and found that the tubing through pinch valve pv11 was leaking clenz (cleaner) around the fitting. The fse replaced the tubing which resolved the leak. The cause of the leak is attributed to the tubing through pv11. (B)(4).

Event description:
A customer contacted beckman coulter (bec) to report that the blood sampling valve (bsv) on a coulter lh 500 hematology analyzer was leaking cleaner. The volume of the leak was reported as approximately 0.5 ml. The customer was wearing personal protective equipment (ppe) including a lab coat and gloves at the time of the event. No injury or exposure was reported. There was no affect to patient samples or results.